Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during surgery, when the surgeon impacted the cup into the acetabulum with the straight impactor, the handle was stuck into the cup center hole and the surgeon was not able to unscrew it from the cup to remove as normal with the handle. Another cup and impactor were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the instrument shows signs of repeated use but no obvious signs of misuse. The screw of the inserter is fractured with the head remaining inside the inserter. The screw can be disassembled from the returned shell. Upon reinserting the screw, resistance can be felt and the screw cannot be completely seated with the shell. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The failure mode has been addressed, the design change increased the head height of the bolt, and eliminated the drill point, to increase the strength against this failure mode. This bolt was manufactured before the design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.